Manufacturer narrative:
Additional information received from the clinical database indicates that the patient was admitted to hospital with a one day history of dark stools and shortness of breath. At the time of the event, the patient was taking her coumadin but no aspirin. Her coumadin was held and an endoscopic gastro-duodenoscopy revealed non-bleeding jejunal arterio-venous malformation (avm). The event was reported to have been resolved on (B)(6) 2016. The primary investigator reported that the event was possibly related to the hvad system. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Bleeding and avms are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The IFU also addresses guidelines for optimal patient management including having adequate and stable preload available. With review of the available information no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. Clinical factors that may have contributed to the reported event include the patient's history of recurrent gastro-intestinal bleeds and her use of therapeutic anticoagulant. Though the root cause of the reported event cannot be conclusively determined there are patient and pharmacological factors that may have contributed to this event. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that a patient presented with melena at her routine patient visit. She was admitted to hospital where she was found to be anemic with a supratherapeutic international normalized ratio (inr). The next day on (B)(6) 2016, she underwent an endoscopic gastro-duodenoscopy which revealed jejunal arterio-venous malformations (avm). The patient was treated with cautery and was transfused with two units of packed cells during her admission. She was discharged home on (B)(6) 2016 with no changes in her anticoagulation regimen.